Event description:
It was reported that during routine inspection by staff, the cardiosave intra-aortic balloon pump (iabp) units batteries can not be removed. There was no damage or inconvenience to operators or patients. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and cleaned battery compartments 1 and 2 to resolve the issue. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection by staff, the cardiosave intra-aortic balloon pump (iabp) units batteries can not be removed. There was no damage or inconvenience to operators or patients.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.